Event description:
It was reported that the patient underwent a posterior spinal fixation surgery. During the surgery, the tip of the driver sheared off while tightening the set screw. All pieces were removed. No patient complications were reported.

Manufacturer narrative:
(B)(4): the driver was returned for evaluation. Visually confirmed tip broken. Approximately 3mm of tip has been broken off, consistent with interface during use. Fracture surface analysis revealed a fairly brittle fracture surface and circular material flow, consistent with torsional overload during tightening. A review of the device history records did not identify any applicable nonconformance to specification.